Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Records indicated that the patient suffered an injury from a fall at 6 months post op, and at 1 year post op, patient experienced limping, catching and popping in the knee. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-02318, 0002648920-2019-00394. Concomitant medical products: tibial tray fixed bearing size 4, item # 00595403702, lot # 63864641. Articular surface anterior constrained, item # 00597603012, lot # 63680618. All poly patella size 32 mm dia. Standard, item # 00597206532, lot # 63949985. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty and subsequently fell due to unknown reasons on an unknown date approximately five months postop resulting in injury to the left knee. Patient maintained satisfaction, full range of motion, and regular activity. At the 1 year follow up visit, the patient reported catching and popping in the knee as well as limping while walking. Patient reports no pain and full range of motion. No treatment or intervention prescribed. There is no additional information at this time.